Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 defective battery. Technical support-- 1. Attach pc unit to IV pole. 2. Plug the pc unit into a hospital grade ac outlet. 3. Access maintenance mode. To access maintenance mode options, hold down the tamper resist switch on the rear of the pc unit during power up (see alaris pc unit models 8000 and 8015 alaris pump module, model 8100: technical service manual [tsm]). 4. Press proceed soft key on maintenance mode. 5. Press standalone test/maintenance soft key. 6. Press hardware tests soft key. 7. Press battery conditioning test soft key. 8. Press fast conditioning or optimal conditioning. Fast conditioning is more time efficient and may take up to 12 hours depending on the health of the battery. Optimal conditioning may take 20 hours or more to complete. Note: during the conditioning process, do not disconnect ac power. If ac power is disconnected during conditioning, the process must be re-started. 9. Press confirm soft key to start conditioning. 10.at the completion of the conditioning process, a display screen with the old and new battery capacity will appear. It is not necessary to run the battery conditioning test a second time. After completion of the battery conditioning test, take note of the displayed new battery capacity value. Recommended replace battery. Randy will send unit in for warranty repair. Based on troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. A review of the device history record showed the device had a manufacture date of 01feb2021. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record performed for the (B)(6) did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device not returned.

Event description:
It was reported that the device received an alarm - error code message. There is a "defective battery" error. The tech recommended replacing the battery. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. Technical support performed an evaluation and recommended to replace the battery. Based on the findings, the allegation was confirmed. A follow up report will be submitted once the investigation results including device history review is completed. Tech support conducted troubleshooting over the phone.

Event description:
It was reported that the device received an alarm - error code message. There is a "defective battery" error. The tech recommended replacing the battery. There was no patient involvement.